Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. The patient had previously undergone a knee replacement procedure. Upon interrogation, the right atrial lead exhibited high impedance. All other electrical parameters were in range and stable. No intervention was performed. The patient was in stable condition.